Manufacturer narrative:
(B)(4). Device evaluated by MFR: unit returned with its original pouch. The unit returned presented the coil wire stretched and the core wire is exposed, as part of overall visual revision. Unit returned matches with upn provided by the customer. The visual inspection was performed and the device presents: the distal end stretched and the corewire fractured. Measurement taken with ruler dimensional inspection: all the outer diameter (od) taken were compared and all of them are according specifications. Measurements were taken with digital micrometer. Two samples were sent to the mtac lab for analysis (corewire and ballweld). The returned device was sent for external analysis (mtac lab) to determine the fracture failure mode. The mtac lab returned the following result: failure in sample a (ballweld) occurred due to torsion with a final tension overload. Failure in sample b (corewire) occurred due to torsion with a final tension overload. Matching and corresponding features on both samples indicate they belong to the same failure site and unit. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
Same case as MDR ID#:2134265-2013-05523. Reportable based on analysis completed on (B)(4) 2013. It was reported that difficulty tracking over wire occurred. Vascular access was obtained via left femoral artery with a 5fr sheath. The target lesion was located in a graft of the femoral to the tibial artery. After an amplatz super stiff guide wire crossed the target lesion, pre-dilation was done using a 4.0mm x 40mm coyote balloon catheter in 36 seconds at 10atmospheres. After dilation using a 4.0mm x 10mm flextome cutting balloon, a 5.00mm x 20mm veriflex stent was deployed. When the physician attempted to retract the stent delivery system, it went "back out" over the wire and the catheter shaft got separated on the stent delivery balloon and the proximal portion of the device was left inside the patient. The physician retrieved the broken part with a snare and the procedure was completed. No patient complications were reported and the patient's status was fine. However, returned device analysis revealed a core wire broken and main coil stretched.